Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that, while replacing the cadd pump tubing, the pump alarmed due to air in the line, which prevented successful priming. After four unsuccessful attempts, they switched to a new tubing with the same pump, which then worked correctly. There was no patient involvement, no patient injury was reported.